Event description:
The customer reported that while the (B)(4) anesthesia system (a5) was in use during a procedure, the system was loosening pressure causing the bellows to drop. No pt injury was reported.

Manufacturer narrative:
The company rep visited the customer site and found that the bellows on the system dropped. A replacement gasket on the absorber canister was provided and installed on site during the visit. The system was tested to factory specifications. It functioned normally and was returned to use.